Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in a flo-thru device. The unspecified particulate matter was observed in the inner pouch. The event occurred prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Actual device evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Inspection of the pouch was conducted using the unaided eye under normal lighting, and no loose particulate matter (pm) was observed. Inspection under a microscope was performed and no loose pm was found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.